Manufacturer narrative:
The root cause of the reported controller failure and battery failure alarms on ic8108 was a power management circuit board component failure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that when attempting to start the automated impella controller (aic) for a case, the aic generated alarms indicating a controller failure and a battery failure. A backup aic was brought in and used to proceed with the case.